Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. The reagent lot number is 823707. The expiration date was not provided. The calibration was acceptable. The qc was out of range several times for all levels. The field service representative performed alignments on the sample and reagent probes, replaced seals on the sample and reagent syringes, confirmed gear head pump pressure, cleaned the bath and ultrasonic mixers, replaced cuvettes and the lamp, and confirmed the rinse levels. He performed adjustments, checks, and tests with acceptable results. The investigation determined the issue was consistent with a hardware issue but the exact root cause could not be determined.

Event description:
There was an allegation of questionable phos2 results for 8 patient samples on a cobas 8000 c 702 module. Patient 1: the initial result was 1.1 mmol/l and the repeated result was 1.59 mmol/l. Patient 2: the initial result was 1.07 mmol/l and the repeated result was 1.65 mmol/l. Patient 3: the initial result was 1.14 mmol/l and the repeated result was 1.67 mmol/l. Patient 4: the initial result was 1.45 mmol/l and the repeated result was 1.96 mmol/l. Patient 5: the initial result was 1.07 mmol/l and the repeated result was 1.56 mmol/l. Patient 6: the initial result was 1.3 mmol/l and the repeated result was 1.82 mmol/l. Patient 7: the initial result was 1.63 mmol/l and the repeated result was 1.12 mmol/l. Patient 8: the initial result was 0.76 mmol/l and the repeated result was 1.26 mmol/l.